Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer complained of red cell hang up. This event occurred 7000 times. The following information was provided by the initial reporter. The customer stated: "biogroup informed us at the beginning of the month of a non-conformity on batch 2171047 of reference (B)(4). The problem at biogroup also happened to us just before the alert, on a few tubes. We have approximately 7000 tubes held aside and unused since then.".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for red cell hang up was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and fibrin based on the trend identified. A corrective and preventive action was created to address the issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer complained of red cell hang up. This event occurred 7000 times. The following information was provided by the initial reporter. The customer stated: "biogroup informed us at the beginning of the month of a non-conformity on batch 2171047 of reference 367955. The problem at biogroup also happened to us just before the alert, on a few tubes. We have approximately 7000 tubes held aside and unused since then."